Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device had intermittent operation. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device did not run. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which determined that the device did not run; failed the functional test (safety check) (failed the safety assessment step because the device did not run and when the trigger was pressed there was no function and no motion). During repair, it was determined that there was no voltage output from the ecu (electronic control unit) -normal wear. It was further determined that there was corrosion on the motor connectors and under the flange (improper cleaning methods). The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.